Manufacturer narrative:
The reason for this revision surgery was poly wear after 15.5 years of patient service. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. (B)(4). No information was provided that would indicate the insert wear was anything but normal for this insert. No other conditions relating to this event could be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.

Manufacturer narrative:
Left in patient.

Event description:
Revision surgery - due to the poly being worn.